Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. Data logs did not report any issues related to placement signal. No trend was observed in the optical signal parameters. According to clinical reports, the optical sensor went out during the shockwave. No issues were noted with the motor current or pump flow. The cause of the optical signal issue was not determined because the product was not returned and the data logs did not confirm any issue related to the optical signal.

Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. It was noted that the optical sensor stopped functioning when the shockwave was delivered. Motor current and flow remained within normal limits, and no other issues were noted. No patient harm was reported.